Manufacturer narrative:
As the device remains implanted in the patient and will not be returned for analysis, the reported complaint reported could not be confirmed. Therefore, the investigation is unable to determine a probable cause for the complaint and a conclusion cannot be established.

Event description:
It was reported that the patient experienced inadequate pain relief in the original pain areas. The patient underwent a revision procedure where two peripheral leads were added and nothing was removed. The patient is recovering post-operatively.